Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported smoke coming out from the back of the archtiect i2000sr instrument from one of the vacuum pumps. No visible fire seen. No injury was reported. There was no impact to patient management reported.

Manufacturer narrative:
Service was dispatched due to the customer observing smoke coming from the back of the architect (B)(6). While troubleshooting the issue, service discovered that the source of the smoke was due to a leak coming from the buffer transfer tubing onto the electrical cables of the vacuum pump, causing charring of that electrical cables of the vacuum pump. Service replaced both the pump, vacuum (rohs)_part number 7-77795-02 and flow switch asm (rohs)_part number 7-77663-02 and deemed both parts likely causes for the issue. There was no impact to patient management, user safety, or facility damage reported. There were no injuries reported and no damage to the instrument. Pictures of the damaged parts were attached to the ticket. A review of the achitect (B)(6) service history, revealed no contributing factors to the event and no additional issues of smoke coming from a part on the (B)(6)or charring. Tracking and trending were reviewed and did not identify any trends related to the issue. The device history records were reviewed and did not identify any non-conformances or deviations. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and charring observed was limited to the pump, vacuum (rohs)_part number 7-77795-02 and flow switch asm (rohs)_part number 7-77663-02; the smoke and charring did not spread to other parts of the module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.